Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high within range shock impedances measurements for its right ventricular (rv) lead. Technical services (ts) was consulted and discussed stored data as well as troubleshooting options. This device remains in service. No adverse patient effects were reported.